Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak was unable to be positively identified.

Event description:
A us distributor reported that the patient had developed a rash under the front therapy electrode. The patient reported that the front therapy electrode was leaking gel. The patient was issued a replacement electrode belt. The patient's nurse advised the patient to use cornstarch on the reported irritation. During a follow up call, the patient reported that the irritation had since cleared.